Manufacturer narrative:
The unit had intermittent down button response due to a corroded keypad. There was no button error alarm during testing. There were no unexpected numbers ramping or scrolling during testing. No moisture damage on the electronic assembly during visual inspection. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer called in to report a keypad anomaly and a button error alarm due to water being splashed on the device. The customer's blood glucose level was 380 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.